Manufacturer narrative:
Additional information: device manufacturing date has been updated with the correct information.

Manufacturer narrative:
Additional information: the system logs were reviewed. The results were inconclusive as the registration was achieved. Correction: UDI updated with the corrected information.

Manufacturer narrative:
Patient weight not available from the site. Device manufacturing date is unavailable. The archives were received. The archives had no holes, but the skin surface was not completely smooth. Part of trace collected off of the model and does not include full forehead. No parts were replaced. No parts have been received by the manufacture r for evaluation.

Event description:
A site representative reported that during functional endoscopic sinus surgery (fess), an inaccuracy was observed while navigating in the maxillary sinus. It was reported that the surgeon was touching the maxillary wall and the system displayed instrument inferior to that point. The inaccuracy was off by about one centimeters. Surgeon did not perform any additional registrations to improve on the 3.3 millimeters accuracy as he felt a higher level of accuracy was not necessary. The procedure was completed with the use of navigation. No information was provided on delay to procedure. No known impact on patient outcome.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional which supports the findings already reported.

Manufacturer narrative:
Additional information received: patient weight.